Manufacturer narrative:
Based on the claim against the product by the customer noting, the erbe was having errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified u-02 errors and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci integrated electro surgical unit (iesu) to perform failure analysis. The iesu was analyzed and the reported failure of a u-02 error on power up was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint regarding the erbe was having errors was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, customer reports, the erbe was having errors. The technical support engineer (tse) reviewed the logs and found multiple c-01 errors for monopolar. The customer changed ports, instruments, power cable and it still errored out. The tse instructed the customer to power cycle the erbe and it still errored out. The customer found a force triad, blue cable and had connected. The c-01 error had stopped faulting the last five minutes while the tse was on the phone with the customer. The customer had the force triad as a backup just in case the errors returned. The customer continued with the case with the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.